Event description:
Subsequent to the previous medwatch filing, returned device anlaysis found that the distal shaft was separated and the stent was returned dislodged. The account confirmed that the stent dislodged during packaging for return. Additional information reported that the during use with the xience v sds, while trying to cross the lesion through multiple attempts, it was noticed that the shaft was bent distally, therefore, the sds was removed. During packaging for return, the shaft separated. The procedure was completed by using another xience v. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink was confirmed. Balloon seal/shaft separations and stent implant damage/dislodgement were noted; however, follow-up information received from the account confirmed that these occurred as a result of post-procedure manipulations. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid ramus artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. After multiple attempts, the proximal shaft separated due to resistance with the patient anatomy. Further dilatation was performed and a new xience v sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.